Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The patient was also noted to have endocarditis approximately one (1) year and six (6) months post-mvr. It is unknown whether this may have also contributed to this event. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that this patient with a 7300tfx 25mm valve, with implant duration of three (3) years, underwent a valve-in-valve procedure due to severe mitral stenosis and mild-to-moderate mitral regurgitation. There was severe deterioration and fusion of two of the leaflets noted on tee. The patient was also noted to have endocarditis approximately one (1) year and six (6) months post the original procedure. A tmvr was successfully performed with a 9600tfx 26mm valve. Final tee demonstrated normal valve function with no perivalvular leak. There were no complications. The patient was discharged home in good condition on pod #2.